Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A3) unknown as information was not provided. A4) unknown as information was not provided. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: very difficult to release the trigger wire. Physician placed a 40 diameter tbe into an infrarenal uni-iliac device which had moved, allowing a large endoleak proximally. The tbe was difficult to insert - it required a "through and through" wire from the aortic arch and a "lot of pushing and pulling" due to tortuosity and in-situ graft. He managed to position it but after unsheathing the stent graft he found it very difficult to release the trigger wire mechanism. He sought advice from other senior medical and cook colleagues and eventually withdrew the trigger wire. Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: based on the limited information it was not possible to determine the root cause of the reported event. As per IFU the tbe device is intended for aneurysm repair in the descending thoracic aorta, not for abdominal aortic aneurism repair. There is evidence that the device was used off-label. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.